Event description:
Boston scientific received information that the patient with this pacemaker potentially experienced a syncopal event. The patient reported feeling dizzy and then falling. The patient was to contact their physician. Attempts for additional information were unsuccessful. There were no additional adverse patient effects. The device remains in service.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.